Manufacturer narrative:
Siemens local service engineer, (B)(6), was dispatched to the site. The engineer pulled the wheelchair of the scanner, ramped it up and tested with phantom. No issues were detected and the system is within specifications. Entering the mr examination room with a ferrous wheelchair is clearly contrary to the operating instructions. The reported issue was not the result of a system failure.

Event description:
It was reported that the mr operator brought a wheelchair into the scan room. The wheelchair was pulled into the magnet and the operator's hand was caught between the chair and the scanner. The operator cut her hand when she pulled it from between the chair and the scanner. The injury required four stitches. No other injuries were reported.